Manufacturer narrative:
(B)(4). The device was not returned to physio-control for evaluation. A third-party service agent evaluated the device and verified the reported issue. The third-party service agent will replace the therapy pcb assembly. As soon as proper device operation has been confirmed through functional and performance testing, the device will be returned to the customer.

Event description:
A third-party service agent reported to physio-control that the customer's device had logged an event code into its memory. This event code is indicative of an electrical short in the h-bridge on the device's therapy pcb assembly. The device would likely not provide adequate defibrillation therapy if needed, or no defibrillation therapy at all. There was no patient use associated with the reported event.

Manufacturer narrative:
The third party service agent advised physio-control that the customer has declined repairs due to the costs associated with the replacement therapy pcb assembly.  The device has been returned to the customer, un-repaired. The device was not returned to physio-control for evaluation.